Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported (B)(6) the patient experienced painful overstimulation when the scs system was turned on. The patient underwent surgical intervention (date is unknown) where the ipg was replaced with a new one. Additional information has been requested; however it is unavailable at this time.